Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer¿s screen froze when being used with the analyzer. The programmer was returned without an analyzer, and the programmer passed functional testing with a test analyzer. It was indicated that the screen and keyboard hinges were broken. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s screen froze when being used with the analyzer. The programmer was returned for service. No patient complications have been reported as a result of this event.